Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6); 2531779-03/24/2010-003-r. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During evaluation the force sensor was found to be out of calibration. Evaluation also found contamination on the force sensor assembly.

Event description:
Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.